Event description:
About 10 minutes into a tonsillectomy case a connection point between two megadyne grounding pad cords started smoking. Smoking occurred at the connection of two grounding pad cords; one cord was plugged into the grounding pad and the other into the pulsar generator. Case was completed with standard cautery and a different grounding pad. No patient impact or injury. Biomed at the facility tested the pulsar generator and found no issues (generator performed as intended).

Manufacturer narrative:
Product event # (B)(4). Evaluation method/result: generator scheduled for return to manufacturer, pending receipt. (B)(4).

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in fair condition with very minor surface imperfections. Power cord and user manual were received. No hand pieces were received. Internal visual inspection revealed no loose or broken components. Unit will not recognize insertion of a handpiece: lcd screen stayed at (- , -) settings whether or not blade is plugged in. Debug revealed that the blue wire on the monopolar cable (the wire that carries the probe identity data) is reading open¿circuit. The monopolar cable will be replaced. After replacing the monopolar cable, unit delivered rf energy correctly into fixed resistors. Delivered energy was within specified tolerance across all modes and range of power levels (refer to final test (B)(4) steps 5.6 and 5.13.) Rf leakage current did not exceed required limits (refer to final test (B)(4) steps 5.7-5.11.) Root cause: the reason for return could not be verified; the unit delivered rf energy in the service department per its specifications without heating or damage to the patient return wires. (B)(4).

Event description:
About 10 minutes into a tonsillectomy case a connection point between two megadyne grounding pad cords started smoking. Smoking occurred at the connection of two grounding pad cords; one cord was plugged into the grounding pad and the other into the pulsar generator. Case was completed with standard cautery and a different grounding pad. No patient impact or injury. Biomed at the facility tested the pulsar generator and found no issues (generator performed as intended).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.